Event description:
I have the depuy division j and j hip replacement pinnacle and summit. I have pain in my pelvic area, hip, knees, and have a hard time walking for longer than 10 mins. Dates of use: #1 - (B)(6) 2005 -- (B)(6) 2010; #2 - (B)(6) 2006 -- (B)(6) 2010. Diagnosis or reason for use: needed hip replacement.